Manufacturer narrative:
Additional information: date of event is approximation. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported, via social media, false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates for an unknown number of family members. The consumer reported that the family went to a doctor's office on an unknown date where covid-19 testing was performed on each member (platform unknown) which generated positive results. There is no way to email or call customer to obtain further details about the exact brand, quantity of tests, and dates of testing. No additional information including patient health status or outcome was provided.

Manufacturer narrative:
Investigation conclusion: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.